Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - the foreign material is silicon rubber, and it is determined that the origin is packing rubber. When attaching an accessory, it is speculated that foreign material from the accessory fell into the air and water supply channel and clogged the nozzle. External stress such as interference with the suction cylinder when attaching the accessory, or deterioration over time due to use, etc., can be considered. The inspection method for the event is described as follows in the operation manual: "[3.6 inspection of the endoscopic system] : inspection of the objective lens cleaning function. 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. 2. Release the air/water valve. While observing the endoscopic image, confirm that the emission of water stops and that the valve returns smoothly to its original position. 3. While observing the endoscopic image, feed air after feeding water by covering the hole in the air/water valve with your finger. Confirm that the emitted air removes the remaining water from the objective lens and clears the endoscopic image." There is also description as below in the operation manual of maj-2010 [gas/water valve]: "3.1 preparation and inspection : inspection of the gas/water valve. 1. While referring to chapter 2, ¿instrument nomenclature¿, inspect the gas/water valve and all of its components visually as follows: no missing parts in appearance. Confirm that holes are not blocked. Confirm that the valve is not deformed or cracked. Check for excessive scratching or tears in the valve¿s seals. The seal or packing is not peeled off." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that there was air/water flow issues due to foreign objects clogging the nozzle. Due to this clog, the draining function was reduced, and the air and water supply was insufficient. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that the adhesive on the bending section cover had a chip, a crack and had a white-clouded area due to chemical or physical stress. It was observed that the adhesive around the objective lens was peeled and had a white clouded area due to a handling issue. It was also observed that the adhesive around the light guide lens had a white-clouded area due to a handling issue. It was observed that the plastic distal end cover had a dent due to handling. It was also observed that the connecting tube had a wrinkle due to chemical stress. Lastly, scratches were observed on the objective lens and connecting tube due to handling. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies detergent, air, and water through the nozzle. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera colonovideoscope had air/water flow issues from the system. There was no patient/user harm or injury reported due to the event.